Event description:
Complainant alleged that during functional testing by the quality assurance department, the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.